Event description:
The customer reported that the system initially failed function in subtraction mode. Following a reboot, the system would not boot up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
No conclusion can be drawn as conclusive repair info is unavailable at this time and no add'l svc info was provided.